Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead warning and a patient alert. It was also reported that the right ventricular (rv) lead had steadily increasing impedance since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.